Manufacturer narrative:
On 5/13/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5083766. It was reported that a patient who underwent breast implant surgery procedure with mentor medical devices (B)(4) has developed bilateral breast cysts. The patient also reported unexplained systemic diseases , which included but not limited to granulomatous disease in lungs, cysts on liver and kidneys, calcification in lungs and breast. The patient was required medical devices removal no further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. Even though we have not received information regarding explantation or an expected explantation removal was indicated. This report is for the left side.